Event description:
A trilogy evo, o2, japan ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the initial evaluation the device broken ac power cord was found. The device's ac power cord replaced to address the issue. Additionally, the blower assembly was replaced due to a noise in the operating sound of blower was confirmed. A periodic maintenance 2 was performed. The device's air inlet foam filter and particulate filter were replaced to prevent failure. The technician performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. Confirmed the software version is 1.06.10.00.